Event description:
It has been reported to philips that the omni key was not allowing for communication on the allura xper fd20 system. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite to install the software patch, but system was not available, and installation got rescheduled. Later customer confirmed that onsite is not required. There was no malfunction with the system. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case. Omnikey is a tool used by the field service engineer to access the system and customer reported that the omnikey is not allowing to communicate. Philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.